Event description:
Caller reportedly received the following results on an inform meter using comfort curve strips, compared to lab results, within 10 minutes: cr hi (meter) 2) 150s-range mg/dl (lab) no actions taken based on device results. No adverse event reported. Attempt was made to contact the facility to determine the set point of critical hi, but unable to obtain the information. Requested return of suspect device and replacement was sent.